Event description:
Procedure: roux-en-y. According to the reporter: the staple line failed on the 5th firing. The tissue was completely transected on the pouch and remnant side. The staples on the pouch side did not form properly. The malformed staples did hold the tissue, but the surgeon over sewed the staple line on the pouch side. The remnant stomach tissue was open and staples did not form properly. Another device was opened to complete the procedure. Or time delay was reported as 45 minutes. Abnormal bleeding occurred, but the surgeon was able to control bleeding very quickly.

Manufacturer narrative:
Initial report sent to FDA on 09/30/2009.